Event description:
On (B)(6) 2009, the pt reported that in the last 2 weeks, he has had to use many batteries in his insulin infusion device. He stated he was changing the battery every 5 days, then every 3 days, then every 2 days and today, he changed the battery at 6 am and received a low battery alert after only 90 minutes. He received another alert for the battery 30 minutes ago and then 20 minutes prior to the report, the battery depleted completely. The pt stated he will switch to his backup infusion device when he gets home. Complimentary batteries were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.